Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a broken shell, flat creases, around 0-25% of the shell is missing and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: a broken shell with a sharp edge where localized induced stresses in the radius side assessed as surgical impact. A dimension measurement in the shell was performed which identified the thickness was within specification and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is: a broken shell with a sharp edge where localized induced stresses assessed as surgical impact, and a missing shell that is assessed as inconclusive.

Event description:
Patient reports right side severe breast pain. Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/24/2011 and 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was pain and rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports right side severe breast pain. Healthcare professional reported a right side rupture. Device has been explanted.